Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged. Despite the cannula damage, fluid flowed through the complete fluid path, exiting through the cross-drill. The timing and cause of the observed cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. There was also some redness and swelling at the pod site.